Event description:
It was reported that during a right hemicolectomy an abnormal sound was detected. Changed to another device to complete surgery. The blade head and handle cannot be disassembled. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4 batch #: c9da2w. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece and the abnormal sound reported. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch c9da2w, and no non-conformances were identified.